Event description:
Routine complaint investigation when a consumer reported receiving imprecise back to back readings on a precision qid blood glucose meter. The results, when plotted on a parkes error grid fell into the "c" zone showing the difference in results to be clinically significant. There was no report of death, serious injury or malfunction associated with the event.